Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared. In some countries outside the us, customer information is not provided due to privacy laws. Product code was not provided.

Event description:
A nurse in (B)(6) accidentally stuck herself with the glucolet 2. She could not be certain if the lancet had been used or not. She followed facility protocol and was given one month treatment with anti-retrovirals. Product was not replaced and was not expected to be returned.